Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: dtbb1d1 device, implanted: (B)(6) 2015. Product event summary: the lead was not returned. However, performance data was collected from the device and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance trend on the rv (right ventricular) pacing lead was rising and the criteria for the right ventricular lead integrity alert were met. It was noted rv pace impedance was steady at about 560 ohms through (B)(6) 2015, then rose to 780 ohms by (B)(6) 2015 and the lead failure predictor triggered on (B)(6) 2015 for ventricular sic and non-sustained ventricular tachycardia episodes. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented to the emergency room after hearing an alert, which was observed via remote transmission. A device interrogation identified a lead integrity alert (lia) which was triggered due to right ventricular (rv) lead oversensing of ventricular sensing integrity counter (sic) and tachycardia therapies were programmed off. The rv lead was then capped and replaced. No patient complications have been reported as a result of this event.